Event description:
It was reported that the patient's device turned off twice on two different occasions due to temperatures over 100 degrees this past summer. The patient experienced a return of dystonia symptoms when that happened. However, once the device was turned back on in both instances, the patient was reportedly fine. There were no other reports of the implantable neurostimulator (ins) shutting off. The patient was doing well and the device remained implanted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated that the device turning off scenario occurred at least 2 times, several months apart.

Manufacturer narrative:
(B)(4).